Event description:
It was reported that during the pre-test in the emergency room, the sterile water did not return from the foley catheter, so use was refrained from. Per the notification received from the investigator on 17feb2026, it was reported that balloon mushrooming was present after deflation. This had been found during the sample evaluation conducted on 05feb2026.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (4) photo samples. Visual evaluation of the photo sample of two way foley catheter with syringe. Verified material tray 66300j14 with lot mykt1315 and material number for catheter 2758j14 and manufacturing lot number ngkq3016. The second photo shows that catheter was partially deflated. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngkq3016. Visual inspection noted the catheter balloon was inflated and water removed with syringe. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using returned syringe and balloon inflated with no issues. The balloon 10ml was deflated with no difficulty within 33sec. However, after deflation mushrooming was present. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test in the emergency room, the sterile water did not return from the foley catheter, so use was refrained from.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.